Manufacturer narrative:
Addition h6: code 213-a review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Addition h6: code 22-according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), ¿adverse events that may occur and/or require intervention include, but are not limited to: endoleak.

Manufacturer narrative:
Addition g5.

Event description:
On (B)(6) 2020, the patient was implanted with conformable gore® tag® thoracic endoprosthesis with active control system to treat a ruptured thoracic aortic aneurysm. It was reported the patient presented emergently, several cook thoracic endoprostheses were implanted and a conformable gore® tag® thoracic endoprosthesis with active control system (tgmr404015/21875918). The patient tolerated the procedure. On (B)(6) 2020, the patient became unstable and a distal type I endoleak was revealed. The physician reintervened and implanted an additional conformable gore® tag® thoracic endoprosthesis with active control system. The patient tolerated the reintervention and the endoleak was resolved.